Manufacturer narrative:
(B)(4)

Event description:
It was reported that a merlin.net transmission showed low amplitude ventricular noise resulting in oversensing. The patient was asymptomatic. Reprogramming was recommended.